Event description:
It was reported after the procedure was completed, it was discovered that the bolt had broken off. The broken piece/fragment of the bolt remains in the patient. This report is related to report number 3025141-2023-00069 for the plate involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. Part number 80-0682 "acu-loc® 2 vdr t-guide locking bolt" was returned for evaluation. A portion of the bolt (threaded region) was not returned. The returned part was examined with magnified photography. Observed phenomena included: markings on this device were severely damaged/worn with a brown discoloration somewhat obfuscating the text of markings (such as the batch mark). A fracture occurred at the first thread of the threaded end of the device; this had resulted in the full threaded region separating from the bolt. The fracture occurred across a cannulated region and was jagged/sharp; the fracture "plane" was largely perpendicular to the axis of the device with no evidence of ductility nor necking. Measurements were taken indicating the overall length measured 1.2240 inches. Therefore, the calculated, estimated length of the missing portion was 0.0760 inches. The characteristics of the fracture as noted (perpendicular to device axis, lack of ductility/necking) would likely indicate a torsional brittle failure mode. Brittle failure in torsion most commonly occurs due to events where large and/or sudden torques are applied to the device. However, based on the information received, and due to unknown procedural conditions, the root cause could not be determined.